Manufacturer narrative:
The manufacturer did not receive the product for investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the info provided. Once the product is received and investigated and the investigation report has been made available, an updated report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was suffering from pain and was diagnosed of developed bilateral coxarthrosis. In (B)(6) 2011, the pt was implanted with a durom acetabular component. In (B)(6) 2011, the surgeon saw the pt due to the pt experiencing pain. The pt was given medical treatment for the pain. In (B)(6) 2011, the pt went to see the doctor again due to increased pain. Treatment with drug did not help and pt was also suffering from muscle contraction and depression. The pt was again seen by the doctor between (B)(6) 2011 and (B)(6) 2011. The pain did not improve. In (B)(6) 2012, the pt was seen again by the doctor and the doctor assumed that the implants are being rejected by the body. Due to severe pain, the pt underwent revision surgery on (B)(6) 2012.